Event description:
Patient reported right side "pain and hardened", "mild capsular contracture" baker grade ii and iii, and "increase in the radial folds and a small amount of peri-implant fluid." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The events of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles¿ and "psychological trauma" was later reported. The events of "nodule", "small cysts" and ¿presence of hyaline stromal fibrosis and focal cystic ductal ectasia¿ are not device related. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient later reported, "prosthesis were ruptured, but is not sure". The device has been explanted.

Event description:
Patient reported unknown side "pain and hardened", "mild capsular contracture" baker grade unknown, "increase in the radial folds and a small amount of peri-implant fluid" and "small cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient reported right side "pain and hardened", "mild capsular contracture" baker grade ii and iii, and "increase in the radial folds and a small amount of peri-implant fluid." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The events of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles¿, "psychological trauma" and "nodule" was later reported. The events of "small cysts" and ¿presence of hyaline stromal fibrosis and focal cystic ductal ectasia¿ are not device related. Device was explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Creases/folding of implant: not observed. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe since it is not related to the device. Other-medical: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "pain and hardened", "mild capsular contracture" baker grade ii and iii, and "increase in the radial folds and a small amount of peri-implant fluid." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The events of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles¿, "psychological trauma" and "nodule" was later reported. The events of "small cysts" and ¿presence of hyaline stromal fibrosis and focal cystic ductal ectasia¿ are not device related. Device was explanted and replaced.